Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since device was not returned it has not been possible to determine the root cause of this event, however, it might have related problems with the captor valve iris or the silicone discs. Internal actions has previously been initiated to address this failure mode. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: when the device was flushed from the stopcock on the hemostatic valve during preparation, saline leaked from the distal side of the hemostatic valve, which made it impossible to flush inside the sheath. The event occurred both on zteg-2p-30-200-pf / (B)(4) and zteg-2p-30-120-pf / (B)(4) though, amount of leaked saline was worse on zteg-2p-30-200-pf than zteg-2p-30-120-pf. Since it was confirmed that saline emerged from the sideport finally, the physician used both devices. Patient outcome: there have been no adverse effects to the patient reported.